Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was not possible as a result of a depleted battery. Due to the battery depletion, the therapy functionality of the device was not available. Therefore, the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. Analysis results of the battery: the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including xray as well as micro calorimetry analysis and confirmed the battery depletion. The destructive analysis revealed an internal short circuit within the battery, contributing to an increased internal self depletion and thereby to the clinical observation. In summary, the battery depletion resulted from an internal short circuit within the battery. The electronic module functioned normally and as expected. There was no indication of a material or manufacturing problem.

Event description:
This device was at eri indication just after three years. The patient has a history of welding. There were no adverse patient events reported. Should additional information be received, this file will be updated.